Manufacturer narrative:
H3: visually, there was a whitish colored residue on the cuff balloon and the tube adapter when returned and portions of the wire harness were cut. Additionally, the packaging carton, pouch, and tray were not returned with the device. Under magnification, there was no damage to the pilot balloon or the rest of the inflation tube. Functionally, a syringe was used to inflate the cuff and inflation and deflation occurred with no issues and the pilot balloon on the inflation tube inflated as intended. For further analysis, the cuff and pilot balloons were manipulated by hand and no leaks were observed. For additional analysis, a leak test was performed by submerging the entire tube in water and no bubbles (leakage) was observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the surgery by director (B)(6) of the affiliated cancer hospital of (B)(6) medical university, the anesthesiologist found that the cuff was completed but the small cuff at the inflation port could not feel the pressure of the cuff, which was completely different from usual. Finally, the spare endotracheal tube was replaced to complete the surgery, so an application was submitted for inspection and replacement. And was notified this afternoon to take back the faulty endotracheal tube. The procedure was completed with backup product. There was no patient impact. Additional information received on follow-up, the tube was used during procedure when the leak was in tube. Leak was not obvious when trying to inflate the cuff to establish the airway during the intubation process. Issue was discovered during use to intubating the patient. Issue was evident when the airway was established and inflated, there was no sense of fullness like pressing the small cuff outside the endotracheal tube. Indicating that current is being delivered. The air pressure was reduced during the operation, and the patient was not injured.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.